Event description:
The reporter stated the surgeon implanted a micl 12.6 mm implantable collamer lens in the pt's right eye. Pt complaint about having some visual symptoms post-op. The lens was removed due to inadequate vaulting, the lens was too small and was sitting on the natural lens. Pt decided not to have another lens implanted. No suture was used.

Manufacturer narrative:
(B)(4) - secondary surgery, unk visual symptoms, inadequate. Method: lens work order search. Results: visual inspection of the returned product found no visible damage to lens. Lens was returned dry. A lens work order search was performed and no similar complaints were found within the same work order. (B)(4).